Manufacturer narrative:
The reported complaint that the metal spring tensioner in the battery compartment of the autopulse platform (sn (B)(6) is preventing battery ingress and egress was confirmed during visual inspection and functional testing. During visual inspection, the battery spring guide was observed to be lifted up, resulting in a blockage of the battery compartment. The root cause is likely attributed to mishandling. The autopulse platform failed the initial functional test because of the blockage of the battery compartment by the damaged battery spring guide. The battery spring guide was replaced to remedy the reported complaint. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(6).

Event description:
The customer reported the metal spring tensioner in the battery compartment of the autopulse platform (sn (B)(6) is preventing battery ingress and egress. This was observed during shift check. No patient involvement.